Event description:
According to the reporter, the device cuff had a leak. Reintubation was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.